Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual defective unit was available at the plant for evaluation. During visual inspection was observed a puncture/ broken burette chamber. Pressure test was performed at 8psi and the unit leaks where the defect was identified during visual inspection. Functional test was also performed. Tip protectors were removed, clamps were closed. Unit was connected to a solution container clamp were opened, proceed with the priming process. Unit failed to functional test due a leak in the burette. Additional information: should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that a leak was observed from the drip chamber of a four lead tur irrigation set during operation. There was a patient involvement but no patient injury/adverse event or medical intervention in association with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Following evaluation or if additional relevant information becomes available, a follow-up report will be submitted.